Event description:
Complainant alleged that during biomedical testing, the device displayed "defib fault 76" and "deactive defib" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.